Event description:
Follow up information received with clock start date (B)(6) 2013 and the case was re-assessed as serious as per the ime list: not been able to walk/walking is painful (abasia). This unsolicited device case was received from united states on (B)(6) 2013 from a consumer. This case concerns a (B)(6) female patient who experienced body pain/back pain/ back hurts/shoulders hurt/leg hurts, not been able to walk/walking is painful, can't stretch leg/can't kneel or walk, swelling from knee down to ankle and pain in knee after receiving synvisc-one. The patient had a medical history of fibromyalgia (under control) and previous treatment with cortisone (cortisone shots lasted years, but last one lasted less than 4 months). No concomitant medication and concurrent condition was reported. On (B)(6) 2013, the patient received synvisc one at a dose of 6 ml, once, for loss of cartilage. The patient reported that the same evening the pain started and it never stopped. Later (on the same day), the patient had pain in knee and swelling started immediately after injection from knee down to ankle and it took place every day. It also caused body pain and joint pain everywhere. On an unknown date, the patient experienced back pain and she was fine lying down or if leg was elevated but she could not stretch leg and walking was painful. The patient also stated that she was an active person and walked everyday about three miles. Since getting this injection she has not been able to walk. It was interfering with her exercise routine which was important for her, especially since she had fibromyalgia. The patient also stated that it did not hurt across the front of knee unless she put her foot in a certain way and then it radiated all the way down. Gradually, the patient's other leg, shoulders and back started hurting and had triggered her fibromyalgia. The patient felt like a calf cramp in left knee and was unable to kneel, walk or stretch knee and it was concerning to her and it was causing other problems. Corrective treatment: unknown. Outcome: not yet recovered for body pain/back pain/ back hurts/shoulders hurt/leg hurts, not been able to walk/walking is painful, can't stretch leg/can't kneel, walk and pain in knee and unknown for swelling from knee down to ankle (oedema peripheral) and swelling from knee down to ankle (swelling of knees). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Additional information was received on (B)(6) 2013. Ptc investigation report was added and the text was updated accordingly. The case was re-assessed as serious as per the ime list: not been able to walk/walking is painful (abasia).

Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring products safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Pharmacovigilance comment: sanofi company follow-up comment dated (B)(4) 2013: this case concerns a patient who developed generalized body pain, swelling of leg and knees, knee pain and was unable to walk or stretch legs experienced body pain/back pain/back hurts/shoulders hurt/leg hurts, swelling of legs, not being able to walk/walking is painful, pain in knee and can't stretch leg/can't kneel, walk after receiving synvisc-one in knee for an indication of loss of cartilage. Although, the role of drug cannot be ruled out based on the drug event temporal relationship due to anatomical proximity; however, patient's underlying fibromyalgia and loss of cartilage aggravation may provide alternate explanation for the events. Their individual role cannot be assessed in isolation.